Manufacturer narrative:
(B)(4). Lot/batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: can you confirm when the problem was identified? Postoperatively when the staple is mobile in the wound. With regard to the "delayed healing of the patient", could you give us more details? The need to change staples post-operatively reopens the wound, which lengthens the healing time and increases the risk of infection. Can you tell us how the patient's post-operative care has changed as a result of this event? Following this event, it was necessary to remove the defective clips and insert new ones. Was the stapling done by one or two individuals? Yes, one person holds the wound and one uses the device. What is the experience of the user in using ethicon skin staplers? The chefs use these devices on a regular basis (the difficulties encountered in using them force them to stop delegating to interns). Were the skin edges approximated with forceps ahead of the stapler? Yes, as describe in the IFU was the device fired plastic to plastic? I don't understand the question what is meant by, ¿the staples had been changed?¿ another device has been used how many days post-op did the spontaneous detachment occur? The same evening current patient status? The patient healed with no further problems encountered. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a c-section, the patient presented a spotted wound. The staples spontaneously detached, poor grip on the skin, the staples did not reach the skin edges well. It was necessary to make a compressive dressing. The scar has to be monitored. Delay of the patient's healing time and increase of the workload for the care personal. The staples had been changed.

Manufacturer narrative:
(B)(4) date sent: 09/13/2022 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what was the nature of the surgical procedure? This problem is recurrent in several types of surgery, both for the closure of a caesarean wound, and for the closure of wounds in orthopedic surgery. Was the stapling done by one or two people? The stapling was carried out by two people, one bringing the edges of the skin together and the other handling the stapler. What is the user experience using ethicon skin staplers? It is about a head of clinic using them for at least a year. Have the edges of the skin been approximated with forceps in front of the stapler? Yes, the edges of the skin did come together when using the stapler consequences for the patient? 1° pain, 2° bleeding, 3° lengthening the healing time, 4° increased risk of infection the staples went through the tissue. No information can be provided related to the skin edges approximated with forceps ahead of the stapler.